Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that there was no indication to reasonably suggest that the cobas mpx device contributed to the patient¿s positive hiv antibody test. A review of the provided data confirmed the non-reactive nat result for the blood donation on (B)(6) 2023, with no abnormalities observed. Additionally, all donor samples from the batch were screened with elisa and nat, and all results were non-reactive. Subject matter expert analysis highlighted the window period for hiv testing, which suggests that the patient¿s positive hiv antibody test on (B)(6) 2023 is unlikely to be related to the transfusion received on (B)(6) 2023. It was further noted that the patient may have received a blood transfusion from another facility in (B)(6) 2023, which could align with the window period for hiv exposure and infection. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter questioned a non-reactive result for hiv obtained using the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas ampliprep instrument. The patient received a blood transfusion on (B)(6) 2023, which was tested as non-reactive for hiv by nucleic acid testing (nat) and serology. On (B)(6) 2023, the patient tested positive for hiv-1 antibodies. The patient had been receiving regular blood transfusions from the blood bank since (B)(6) 2023, with four transfusions each month except for (B)(6) 2023, when only one transfusion was recorded. Review of the provided data confirmed the non-reactive nat result for the blood donation on (B)(6) 2023. No abnormalities were observed in the testing data.